Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have a low blood glucose value of 40 mg/dl. Customer reported that they were already in hospital at the time of low blood glucose event. Mode of treatment for low blood glucose is unknown. Customer had been using insulin pump within 48 hours of low blood glucose event. Insulin pump will not be returned for analysis.